Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient underwent breast prostheses implantation with an unspecified mentor saline breast prosthesis (left device) and a mentor smooth round moderate profile 375cc saline breast prosthesis (right device) suffered several unexplained systemic symptoms, including multiple autoimmune diseases, inability to lose weight, fatigue, early menopause, migraines, dry and itchy eyes, and inflammation. In addition, the patient developed capsular contracture (baker grade IV) in her breast and some of the capsule was attached to her ribs. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2019. The patient reported her symptoms improved after explantation. This medwatch report is for the left breast prosthesis.